Event description:
The customer reported: "a 21 year old man underwent an argon laparoscopic procedure (minor tumor of the pancreas) in hosp when a fatal embolism occurred." A valleylab electrosurgical generator with a beamer one argon unit was in use.